Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, the device was put through extensive testing, which included bench handling, power cycling, and pacer functional stress testing without duplicating the customer's report. The pace/defib engine board was replaced as a precaution. The board was scrapped after testing. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fail 02" and "pacer fault 115" messages. Complainant indicated that there was no patient involvement in the reported malfunction.